Event description:
Patient reported experiencing ¿a lump or thickening in or near the breast or in the underarm area." Health professional reported "capsular contracture," baker grade unknown. Healthcare professional later reported "prominent folding." This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Information contained in this report was previously submitted through psr on (B)(6) 2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.